Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead was noted to have been dislodged. A chest x-ray was performed on (B)(6) 2019 which confirmed the dislodgement. The lead was explanted and replaced. The patient's condition was stable throughout the event.